Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump case would intermittently detach from the customer's clothing. Subsequently, the pump case fell, causing multiple infusion sets to be pulled out. Customer¿s blood glucose (bg) level was 400-high 500's mg/dl. Customer addressed bg level with manual injections and changed the infusion set.